Event description:
Pt hospitalized for a knee scope. Regeneration tissue "bone meal" implanted into site of where femur tumor removed. Pt returned 13 days later with a post-op knee infection. Pt has good dentition, no evidence of dental abscess, no evidence of endo carditis, and no gi source for bacteremia.